Manufacturer narrative:
Product analysis: analysis confirmed the stated reason for return of broken screen and therefore it was replaced. It was additionally noted that the bezel had minor damage (considered acceptable). The touch screen was calibrated, new software was installed and the device cleaned. It then passed its electrical safely as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken screen and that it experienced a calibration problem. The programmer has not been received into service. There was no patient involvement.